Manufacturer narrative:
Updated describe event or problem to include more information on the hospitalization and the tear. Updated report date.

Event description:
Following a surgical procedure for reinforcement of the anal sphincter due to fecal incontinence, a patient underwent a pelvic floor x-ray and digital exam showing evidence of a small tear in the posterior rectal wall leading to fenix device explant. The fenix device was used as part of the surgical procedure. The patient was admitted to the hospital on (B)(6) 2017 for the implant procedure. Uneventful surgical procedure and device implant on (B)(6) 2017 by dr. (B)(6). Digital exam on (B)(6) 2017 showed a tear "in the rectum at 3 and 6 o'clock. Possibly/presumably through an attempt to implant the implant near the rectum." Uneventful device explant (B)(6) 2017 due to evidence of a tear in the posterior rectal wall and fenix device erosion. The fenix device was removed through the original incision by dr. (B)(6). Device was found in correct position/geometry. The patient was reported as eating, drinking, and recovering well after removal. The patient was discharged from the hospital on (B)(6) 2017.

Event description:
Following a surgical procedure for reinforcement of the anal sphincter due to fecal incontinence, a patient underwent a pelvic floor x-ray and digital exam showing evidence of a small tear in the posterior rectal wall leading to fenix device explant. The fenix device was used as part of the surgical procedure. Uneventful surgical procedure and device implant on (B)(6) 2017 by dr. (B)(6). Uneventful device explant (B)(6) 2017 due to evidence of a tear in the posterior rectal wall and fenix device erosion. The fenix device was removed through the original incision by dr. (B)(6). Device was found in correct position/geometry. The patient was reported as eating, drinking, and recovering well after removal.